Event description:
The medical examiner reported the pt expired. The MFR's rep reported that the pt's implant surgery was performed under general anesthesia lasting 2 hours. The catheter was placed at the t11-12 level. The hcp ordered saline be placed in the pt's pump in the simple continuous mode. The pt returned to the hcp's office two weeks post-op and their pump was filled with dilaudid (1 mg/ml) and programmed to deliver 0.1 mg/day. The pt went home. The pt expired 3 days later. Details surrounding the pt's death are unknown at this time. The medical examiner confirmed that an autopsy was to be performed. The results of the autopsy are pending. The cause of death is currently unk. Approx, 18.9 ml of fluid was removed from the pt's pump three days postmortem. The hcp and the medical examiner have yet to speak with one another. Add'l info has been actively requested of the medical examiner, but were not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.